Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster¿ electrophysiology catheter and issues with internal components exposed as well as a missing electrode occurred. When the webster catheter was taken out of the package, they noticed that a third electrode was missing, exposing the wire underneath. It was not the anchor window but a wire protruding from the catheter itself upon opening. The catheter was not used in the patient and not inserted into a dilator or the sheath. The damage was noted upon opening of the package and was not used in the field. There was no physical damage to the packaging and the device was properly secured in the tray. The catheter was replaced, and the issue resolved. No adverse patient consequence was reported. The issues of internal components exposed and the missing electrode were assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 11-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster¿ electrophysiology catheter and issues with internal components exposed as well as a missing electrode occurred. When the webster catheter was taken out of the package, they noticed that a third electrode was missing, exposing the wire underneath. It was not the anchor window but a wire protruding from the catheter itself upon opening. The catheter was not used in the patient and not inserted into a dilator or the sheath. The damage was noted upon opening of the package and was not used in the field. There was no physical damage to the packaging and the device was properly secured in the tray. The catheter was replaced, and the issue resolved. No adverse patient consequence was reported. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the electrodes were found with no damages on the webster¿ electrophysiology catheter. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following recommendations: for use with compatible rf generators, carto¿3system and biosense webster cables, and other appropriate interface cables and connectors. A manufacturing record evaluation was performed for the finished device number 30594591m, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).